Event description:
It was reported that approx 4 weeks after it was initially implanted on 11/98, the pt experienced a loss of range of motion. Revision surgery is planned, but at this time has not yet taken place.